Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and after checking the operation log, a message was displayed stating that a communication error (between the monitor body and console) was detected. Since no abnormalities were found in the equipment, a display reset and a long-term running test were performed, and no recurrence was confirmed. The above inspection was performed and the equipment is in good condition.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(4). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit required maintenance. Unit has a communication error. There was no patient involved.